Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm during manual prime. Customer's blood glucose at time of incident was 411 mg/dl. The customer was able to successfully change the infusion set and reservoir and run a manual and fixed prime. The customer was advised that the pump is working and the problem was a set/reservoir. The customer was assisted in setting fill cannula back to her 0.5u. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 411 mg/dl. The customer was treated for high blood glucose with manual injection.